Event description:
The screw separated from the handle. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate this event was not device related. The broken threaded section can be attributed to misuse of the device.